Manufacturer narrative:
Concomitant products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2006, product type pump; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2006, product type pump. (B)(4).

Event description:
A problem was reported. Initially company representative reported a problem related to a pump. A motor stall was reported, confirmed motor stall noted in event logs with no motor stall recovery recorded. According to the cs the pump had two motor stalls occurred. One post MRI, at 11:15, which is about when the MRI was done. It had a recovery at 12:11, and the other one two hours post MRI. Company representative later reported the logs did show a motor stall recovery after her MRI but it showed stalled at the time. After waiting 15 minutes and re-interrogating, the pump showed the motor stall recovery. Motor stall caused by hcp using magnet when trying to do telemetry to the pump. No symptoms reported. No consequences to the patient were reported at the time. If additional information is received a report will be provided.